Event description:
It was reported that the programmer head stopped interrogating devices. It was further reported that if the connector was jiggled where it went into the programmer it would work at times. The head was returned for repair. No patient complications have been reported as a result.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the cable was out of electrical specification.